Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. One individual package of part number 82-1516 with lot# gx204 was returned from the affiliate, and it was confirmed that the sealing operation at the bottom of the package was not performed. The entire package end was opened. These products were packaged during july 2005. The eval revealed that the missed sealing operation was attributed to human error. This is the second complaint reported for this product code and lot number (initial complaint cod 4-2007 received in january 2007) and it is considered to be a highly isolated incident. As a corrective action that operators were retrained and add'l requirements were added to the packaging procedure. A complaint records review for the last five years was performed and verified that this issue is isolated to this lot number. No other complaints have been reported in the past for this product code with this type of issue. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed. In addition, upon further investigation of this complaint, it has become evident that this complaint has met the criteria for reportability. As a result, this complaint is being reported late.

Event description:
Affiliate reported that it was found before use that the introducer packaging was not sealed.